Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump stopped working. The blood glucose was unknown at the time of the incident. The customer ordered another pump and it was suppose to have been sent right away but that never happened. The customer does not want to do troubleshoot for the issues. The customer advised to replace the insulin pump. The insulin pump will not be returned for analysis.